Manufacturer narrative:
Date sent to the FDA: 09/24/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reportedly an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted he encountered a loop of small bowel densely adherent to the previously placed mesh. Dense adhesions were lysed for approximately 60 minutes. The decision was made to resect a section of small bowel rather than repair. It was reported that the patient experienced severe pain, bowel resection, constipation, bulging, loss of appetite, stress and anxiety. No additional information was provided.